Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor readings compared to unspecified results from a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer did not report symptoms and was able to self-treat with carbohydrates and an insulin injection (type/dose unspecified). There was no report of death or permanent impairment associated with this event. A sensor result of 38 mg/dl was compared to a competitor brand meter reading of 166 mg/dl and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was 3 days. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.